Event description:
It was reported that there was a frequent primary audible alarm. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the j9 connector may have become fatigued, which could have contributed to intermittent signal loss. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.